Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarms were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board , the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as power error detected alarm. Customer¿s blood glucose level was 482 mg/dl at the time of incident. Customer¿s other blood glucose level was 240 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea and headache. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was experiencing that often and it was happened four times within the 24 hour period and the customer did not call she had been experiencing for 2 weeks power error detected reoccurred within a week of troubleshooting previous occurrence. Troubleshooting was performed for high blood glucose level. The device will be returned for analysis.